Event description:
Additional information received from the patient on (B)(6) 2016 reported that the (B)(6) infection was due to a lead replacement surgery that was done in 2014. IV antibiotics were taken and a total system explant was performed to resolve the issue. Indication for implant is spinal pain.

Event description:
It was reported the patient¿s system was explanted due to an infection. The type of infection was unknown. No outcome or cause of the infection was provided however additional information has been requested. If received a follow-up report will be sent.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).